Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially peeled. Probe damage error was not broken off. The manufacturing record was reviewed with no irregularities. As a result of the investigation, it is highly likely that the ptfe pad was peeled since the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). There was a possibility that probe damage error occurred since the user activated while applying the probe tip to the tissue with a strong force. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a pancreaticoduodenectomy. After 2 activations, probe damage error occurred, and the ptfe pad of the device was separated. The procedure was completed with another thunderbeat device. There was no patient harm reported.